Manufacturer narrative:
(B)(4). Root cause of necked balloon bond and subsequent deflation difficulties cannot be determined.

Event description:
A sprinter legend rapid exchange (rx) balloon dilatation catheter was used during index procedure to treat a lesion located in the prox lad, the target lesion was described as non-tortuous with 75% stenosis. The device was inspected prior to use with no abnormality noted. The sprinter legend rx balloon was initially inflated to 6 then further inflated to 8 atm with no issue; however, it was reported that the balloon would not deflate and could not be removed from the guide. The whole system (guide, wire with balloon attached) was removed from the patient. No clinical sequelae were reported. Device evaluation: the balloon was returned along with a guide catheter, guidewire and y-connector. The guidewire could not be removed from the device. The balloon was still inflated. The balloon bond was necked and bunched. The transition shaft was slightly stretched. It was not possible to deflate or inflate the balloon due to the necked balloon bond.